Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. Customer blood glucose reading was 211 mg/dl. Troubleshoot was performed. Customer stated insulin was squirting out during manual process. However, customer was not wearing the insulin pump during the priming process. Customer stated there was gap that was closed and insulin pump was touching the reservoir. Customer stated the screen got stuck during rewind. Customer changed the set and insulin exited. Yet, insulin did not continue to drip after letting go the act button and the pace was very fast. Customer stated drive support was normal. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. We were unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, download or verify prime alarm due to button keypad anomaly. No frozen screen noted. Time advanced properly. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.